Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: as initially reported to customer relations: a patient of undisclosed gender and age underwent an ebus procedure in which two echotip procore endobronchial hd biopsy needles, g34281, were used. The first needle was able to do about 12 passes before the physician couldn't adjust sheath. Needle took a bend. (B)(4). Went to second needle and was able to do a few passes but physician couldn't advance needle. When pulled the needle out, the rt noticed the needle wasn't retracted all the way. The physician thought it was in all the way, but due to where the needle bent (at the side port) it was not. This caused a massive hole in olympus ebus scope 4463. (B)(4).